Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during a bronchoscopy procedure on an unknown date. During the procedure, the monitor screen went black causing visualization to be lost. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, august 4th, 2023. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.